Event description:
It was reported that the fenestrated bipolar forceps had a cautery issue and exposed wire. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting cautery issue/exposed wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument failed an electrical continuity and energy delivery tests. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tip opened and closed properly. Common causes of this failure are typically attributed to component failure. Additionally, the instrument was found to have dried residue on the clamping pulleys and localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was place and driven on an in-house system. Common causes of this failure are typically attributed to the user. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Common causes of the failure mode corroded instrument bearings are typically attributed to the user. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument conductor wire was damaged. Failure analysis found that the instrument had melting/thermal damage near the grip base which is indicative of potential arcing. While there was no harm or injury to the patient, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.